Event description:
As reported, the device was explanted due to central leak detected on echo. Per the customer report: huge central leak observed after valve implantation. No tendency to change. Minimally invasive surgical technique. Huge central leakage after valve implantation, partial leaflet coaptation of valve, conversion to full sternotomy required. Through follow up, surgeon provided the following comments: the problem with valve was recognized after by-bass, with full filled heart, during final echo exam before ICU admission. As a result, based on opinion of two independent echo cardiographers, after approximately 1 hour, they decided on a valve exchange thru full sternotomy.

Manufacturer narrative:
Evaluation summary: report of device explanted at implant due to central leak, cannot be confirmed based on visual observation. No damage was detected onto the tissue. The leaflets appeared flexible. The x-ray was intact as evident in the x-ray. The valve will be sent to research and development for functional testing. Method: = x-ray. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Device was returned and evaluated. Preliminary evaluation cannot confirm the customer's report of regurgitation. Therefore, the device has been sent to research and development for functional testing. A copy of the operative report was requested but will not be provided. The echocardiography testing was provided on cd and interpreted by an independent consultant. The echo conclusion states: there is mild central mr associated with a bovine pericardial mitral bioprosthesis. The appearance and amount of mr are commensurate with what is normally seen on tee in association with this bioprosthesis.

Manufacturer narrative:
Research and development has submitted the following conclusion: this valve was reportedly explanted at implant due to mitral regurgitation. Individual evaluation of the echocardiography recording performed by an independent consultant found: "there is a mild central mr associated with a bovine pericardial mitral bioprosthesis. The appearance and amount of mr are commensurate with what is normally seen on tee in association with this bioprosthesis". Edwards standardized in vitro testing demonstrates that the total regurgitant fraction of the as-received valve was 3.0 percent, which is five times lower than the 15 percent allowance per iso5840:2005 for this size of valve. No "partial leaflet coaptation of the perimount valve"¿ was observed on the returned valve. The reported "huge central leak was observed after valve implantation with no tendency to change" could not be reproduced by the standardized in vitro tests.